Event description:
It was reported that patient underwent total knee arthroplasty in 2004. Subsequently, patient underwent revision procedure in 2008. During the procedure, the surgeon was concerned with the amount of wear on the polyethylene bearing which was removed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Examination of returned device found evidence of delamination, pitting and cracking, most likely the result of oxidative degradation of polyethylene. Location of delamination suggests that the femoral knee component and tibial bearing component were rotated relative to one another, which may have caused the femoral component to ride off the edge of the polyethylene increasing the stress in the edges of the polyethylene.

Event description:
It was reported that patient underwent total knee arthroplasty in 2004. Subsequently, patient underwent revision procedure in 2008. During the procedure, the surgeon was concerned with the amount of wear on the polyethylene bearing which was removed.